Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 5. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling and increased sensitivity. No further patient complications were reported.